Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump was found to have a damaged/detached downstream occlusion (dso) seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal. H10: additional related emdr # 3012307300-2024-09920, 3012307300-2024-10414.

Event description:
It was reported that when the reporter tried to prime, the pumps did 0.1 ml then occluded. It was believed that the extension sets caused ¿downstream occlusion¿ alarm. However, an employee from the facility has determined that it is not the lines that are at fault, or the patient's technique, but possibly the pumps the patient had at home, because all lines beeped and worked correctly when they were brought into the clinic. The event occurred at the patient's home during set up. There was patient involvement, and there was no patient harm.